Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the vacuum pump and catalytic decomp filter were replaced. Unit meets specifications and was returned to service on 04/30/2015.

Event description:
A customer reported an event of an odor emitting from the sterrad® 200 sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Additional manufacturer narrative: the vacuum pump was replaced to resolve a separate issue on the sterrad® 200 unit , not "odor/smells." Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system risk analysis (sra) the DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (10/30/2014 to 04/28/2015) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from may 2014 through april 2015 and did not reveal a significant trend. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter exhibited no odor. The reason for return of the catalytic converter was not confirmed. The vacuum pump was returned and tested. The vacuum pump exhibited no odor. The reason for return of the vacuum pump was not confirmed. The assignable cause of the odor/smells issue is the catalytic converter. The field service engineer replaced this part and confirmed the sterrad® 200 was restored to proper function after service. The issue has been resolved at the customer facility. Asp will continue to track and trend this issue.